Event description:
It was reported post-operatively that the patient's right atrial (ra) lead dislodged. During the revision procedure, the lead was unable to attach to the atrial wall and a large amount of tissue was attached to the fixation screw. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).